Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with high pacing impedance from their right ventricular lead. High impedance measurements were present in the past. High capture thresholds were also exhibited by the lead. Lead was capped and replaced on (B)(6) 2020. Patient condition after the procedure was stable.